Manufacturer narrative:
(B)(4). S/w ver. 5.2a. Retainer ring black . Customer returned pump for an alleged communication anomaly/ cosmetic damage on (B)(6) 2022. Unit p-cap test reservoir locked properly in place. Pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents measurement, active currents measurement test and self test. The pump was programmed with a test guardian gl3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump displayed the programmed 240mg/dl value properly on the display graph. The pump was monitored for a day while connected to the test sensor and plug. No unexpected calibration alarms or communication alarms during testing noted. The pump was received with cracked keypad overlay and cracked case (battery tube). In summary, customer alleged communication anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.